Event description:
It was reported that during a scheduled intubation, the endotracheal tube was inserted and the cuff would not maintain pressure. The issue was immediately noticed and the tube was removed. The pt was re-intubated with another endotracheal tube. It was further reported 'there were no defects noticed when the product was taken out the package, but the balloon would not volume once inserted'.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Additional pt/event details have been requested. Should additional info become available, a follow-up report will be submitted.

Manufacturer narrative:
Additional information was received on august 17, 2015 from the manufacturing site regarding the evaluation. A quality complaint investigation was performed by a third party manufacturer. Additional information with picture was received on july 30, 2015 where product code was changed from 35115 to 35113. A sample evaluation result by (B)(4) was received on july 31, 2015: "air was infused into the cuff through the pilot balloon. Immediate deflation occurred. The cuff was submerged in water and inflation was repeated. There was no visible leakage from the cuff (no air bubbles). The inflation line was submerged. No leakage was seen from the inflation line. The pilot balloon was submerged. Leakage (air bubbles) were seen coming from the pilot balloon. When viewed under magnification, a small slit is seen on the wall of the pilot balloon. The slit does not align with the mold parting line." Neither lot number nor sample was available to assist in our investigation; therefore retrieval of assembly record to support the investigation process was not possible. Only the product code 35113 was available to assist in history review. The current process control requires that all et tubes are inflated to determine that the product is leak free. This assures the inflation valve is operational and the balloon deflated. Therefore, there is a high degree of assurance that the product is fully functional when shipped. Review of the oqs report for the past one year (july to july 2015) did not reveal any sign of pilot balloon leakage failure. Based on the leak trend for the past twelve months, it could be seen that leak products had been detected and segregated during 100% inspection in production stage, which was reflected in outgoing results where no leak was found. Actual root cause analysis could not be performed as the complaint sample is not expected to be available for evaluation. Based on leak trend no abnormalities were observed. Based on the evaluation done by halyard lab revealed that there is a small slit seen on the wall of the pilot balloon. The slit does not align with the mold parting line. It is unlikely that such slit cut has been passing through our 100% inspection. We suspect such defect could have been induced by user during the intubation process. No internal corrective action is required for this complaint; however it shall be continuously and closely monitored.